Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation (afib) a versacross connect (180p rf wire, d0) was selected for use. Patient was intubated and access was obtained by the physician. A non-bsc catheter was placed, and transeptal access was obtained with a versacross connect device. Good location was confirmed with a intracardiac echocardiography (ice). While another non-bsc device was being inserted physician noted a drastic drop in blood pressure (bp). No effusion noted, ventricular wall motion present. No source or cause of low bp. Pulses were difficult to palpate. Code blue initiated and bp support started per certified registered nurse anesthetist (crna) and anesthesia. Afib procedure was aborted. Treatment done to the patient is currently unknown. Patient was stabilized and transported to the intensive care unit (ICU). In the physician opinion the device or procedure did not cause or contribute to the patient complication. Patient was admitted to the hospital beyond the standard of care. Patient name and date of birth is unavailable. The issue is ongoing. The patient was sedated when the procedure was cancelled. The device is not expected to return as it was disposed.